Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed. Service determined that the cause was due to the broken cable. The device was returned unrepaired. The customer reported problem was confirmed based on the service data at the time of completion. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken power cord; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.